Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high impedance was observed via remote transmission. The patient was asymptomatic. When the patient presented to clinic, high capture threshold was observed. The patient will continue to be monitored. The patient did not experience any adverse effects.